Event description:
It was reported to philips that the system was unable to perform geometry movements. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the start of the procedure. The procedure was completed by moving the patient to the other room without any delay. The philips field service engineer (fse) visited onsite and confirmed that system unable to perform geometry movements. Review of the logfile shows malfunctioning frontal ip-pc. Review of the logfile shows issue 'environmental contamination (dirty rail) leading to positioning loss and safety lock activation. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found railing to be very dirty. To resolve the issue, the fse shut down system and cleaned railing where potentially made contact to track lateral movement. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective (B)(6) 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.